Event description:
Pt underwent placement of vena cava filter due to thrombosis. Filter was placed in the infrarenal inferior vena cava in 2001. Successful deployment of filter was confirmed by CT of abdomen and pelvis, the same day. On evening two days later, pt began to be short of breath. Portable chest x-ray showed "ivc" filter located in the heart. Pt died one minute after midnight the next day.